Event description:
Patient underwent end-of-service generator replacement surgery. After the new generator was connected to the existing lead, systems diagnostics resulted high impedance. Reporter indicated that the patient's previous generator could not be interrogated for pre-operative diagnostics because of the generator battery was depleted. After replacing the lead, diagnostics were within normal limits. No product analysis will be completed as the hospital will not be returning the devices. Attempts for more information are ongoing.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.